Event description:
During a transfemoral tavr procedure, the 26mm sapien xt valve was deployed in a too ventricular position resulting in moderate paravalvular leak (pvl) and leaflet overhang. Post dilation was performed with an additional 1.5cc with no improvement with the pvl. Balloon valvuloplasty (bav) was performed with an edwards 23x4 balloon. During deployment, the valve shifted aortic and the operator attempted to adjustment it but it landed 30:70 aortic/ventricular. Tee revealed moderate pvl and leaflet overhang. Post-dilation was performed with +1.5cc (total = 22.5cc), with no improvement in pvl so a second 26mm valve was positioned and deployed ~ 1 cell above the first valve, which resolved the pvl. Shortly thereafter, a moderate-large pericardial effusion was noted on tee, with the bp becoming more labile. The delivery system was removed and protamine was administered. A pericardial window was performed, resolving the effusion. Aortogram showed some contrast leak from the aortic root, just below the left main. Flow to the coronaries was unobstructed. The sheath was removed and the lfa was closed with indwelling proglides. Significant bleeding continued from the pericardial window site. A sternotomy was performed, revealing a probable aortic rupture and floseal was applied. The bleeding slowed after an additional protamine dose and the patient was observed for the next hour. The bp continued to be labile and bleeding continued from the chest, but after another hour, the bleeding slowly reduced. Epicardial pacing wires and drainage tubes placed. The chest was packed and the open sternotomy was covered. Multiple blood products were given during the operative course. The patient left room intubated with a stable blood pressure. One day post procedure the patient had a cardiac arrest and expired; the details of that event are unknown at this time. By tee, the native annulus measured 21.2x25.4mm with an area of 448mm2. By CT, the annulus measured 19.4x24.3mm with an area of 364mm2. There was moderate native valve calcification and moderate leaflet calcification. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
(B)(4). This report represents the first deployed valve. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, device manipulation during deployment caused the valve to be deployed in a too-ventricular position, leading to paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.